Manufacturer narrative:
The facility did not request service. There are no samples returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(4) patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol 7, no 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause has not been identified. (B)(4).

Event description:
A nurse reported that two patients sustained corneal burns during cataract surgery. Additional information was requested, but no patient identifiers and no additional details were provided.